Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. [When] placing the second clip (in the cecum or ascending colon ¿ they could not recall), when the endoscope reached the site, the clip was already detached and off. The technician said his hand was on the red portion of the handle during the passing of the clip through the endoscope and that he did not have his hand on the handle at all, yet the clip had deployed prematurely. They placed a third clip with no problem. The patient was not harmed. The technician states that there was some torque in the endoscope but doubtful the scope was in a retroflexed position. When the technician took this clip out of the package, it was closed and handed to the physician. Additional information received on 19-sep-2018 indicated that the clip deployed inside the endoscope in the closed position and was left in the patient to pass naturally. The clip remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.